Manufacturer narrative:
Qn# (B)(4).

Event description:
Customer reported the guidewire kinks and "is no longer to pull back" prior to patient use. No patient involvement reported.

Event description:
Customer reported the guidewire kinked during use.

Manufacturer narrative:
Qn# (B)(4). Additional information received by the customer indicates the event occurred during use on a patient - the spring wire kinked during insertion. Catheter was finally placed and no further issue or complication was reported with catheter use. It was reported there was no injury or harm to the patient. The customer has also reported that the patient died from "multiple organ dysfunction" on 03/07/2021. The device did not cause or contribute to the patient's death. Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.